Manufacturer narrative:
The information on the article couldn't be confirmed since the site refused to cooperate. No ability to investigate.

Event description:
This complaint was known to insightec via published article (dystonia following thalamic neurosurgery: a single centre experience with mr-guided focused ultrasound thalamotomy, parkinsonism & related disorders, nov 24, 2019). According to a publish article, after mrgfus left-sided vim thalamotomy, patient tremor improved considerably. However, dystonic posturing of his right upper extremity with wrist extension and upper arm abduction, even if not clinically worsened, became his major functional problem, still severely limiting his handwriting and other fine manual activities.